Event description:
Arjo was notified of an incident involving a concerto basic shower trolley. It was reported that a patient fell from the device. The side support of the concerto opened under the patient's weight as the patient turned to the side, holding the side support. As a result, the patient sustained injuries to the face and nose that required sutures.